Event description:
The customer reported a gap between the distal end of the two jaws during setup/inspection for use on a reusable olympus suturing needle holder. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.